Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the ccd-unit (charge-coupled device unit) had defect during handling of the device by the user, as a result, no image during angulation occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a defective charge coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite bronchovideoscope had no image when using angulation. The issue was found during inspection for use for a bronchial examination and it was completed with a similar device. There were no reports of patient harm associated with this event.